Event description:
Boston scientific crm received information that both the dextrus atrial and right ventricular leads were knotted and broken due to twiddling. The patient was noted with bradycardia. In a revision procedure, the leads were cut to undue the knots, explanted and replaced.